Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The repair center confirmed that the event reported by the customer did not occur. The following reportable malfunctions were identified during the device evaluation: the bronchovideoscope exhibited error code e218 due to a short circuit in the board unit and the distal end exhibited no continunity due to corrosion. Based on the investigation results and past findings, the most probable cause of this complaint is anticipated or random component failure, not a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited image noise. The issue occurred during maintenance. There was no patient involvement.